Event description:
It was reported that during surgery, a screwdriver tip broke and remains in the patient. The surgeon had implanted the screw and when attempting to disengage the driver from the screw head, the tip of the driver snapped off in the screw head. The surgeon attempted to remove the broken fragment but was unsuccessful. The surgeon decided to leave the piece in the screw head. A rod was implanted along with locking caps which locked the fragment down into the head.